Event description:
The manufacturer received a report that a trilogy ev300 ventilator failed the fio2 sensor receptacle verification: de-energized: proximal pressure test. The fio2 sensor is used for monitoring purposes only and does not affect therapy. No patient harm or injury was reported. The field service engineer performed repairs in accordance with the service manual. Following service, the device passed all required testing. The system printed circuit assembly (pca), solenoid valve, and fio2 sensor cable were returned to the manufacturer for evaluation. The product investigation lab (pil) was unable to confirm a failure of the system pca. Visual inspection revealed no defects. Device error logs were successfully downloaded and reviewed. Review identified multiple error codes, including a "ventilator inoperative" alarm indicating failure of both the outlet and monitor pressure sensors. Additional "ventilator service required" alarms were observed, indicating that the outlet and monitor pressure sensors had railed to maximum positive values. These events were considered unrelated to the reported malfunction. Additional error codes were also present and were consistent with expected behavior when the system pca is disconnected. The suspect system pca was installed into a trilogy evo system test bench (stb) and connected to a test lung. The unit was operated in active pap mode for approximately one hour with no unexpected issues or alarms. The reported errors were not reproduced. Further testing using the trilogy evo multifunctional test station (mfts) demonstrated passing results for sensor drift processing and pressure verification. Bench-level electrical measurements at key components (mt3, mt5, u20, u26) were within specification. Based on these findings, pil determined that the system pca operates as designed and functions as expected. The system pca was scrapped. The pil was unable to confirm a failure of the solenoid valve. The component was installed into a system test bench and evaluated using the multifunctional test station. The solenoid valve passed aecm verification and aecm solenoid current verification during pre-test, as well as aecm verification during post-test. The system was operated for approximately one hour with no alarms or performance issues observed. The solenoid valve was determined to function and operates as designed. The solenoid valve was scrapped. The pil was unable to identify any issues with the fio2 sensor cable. The cable was installed into a system test bench and evaluated using the multifunctional test station, where it passed fio2 hardware interface verification testing. The fio2 sensor cable was determined to function and operate as designed. The fio2 cable was scrapped. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of ventilator inoperative alarm indicating failure of both the outlet and monitor pressure sensors is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.